Event description:
It was reported to boston scientific corporation that the extractor rx retrieval balloon was used during an esophagogastroduodenoscopy (egd) procedure. Patient's weight was not provided. According to the complainant, during the procedure after using the balloon, it was deflated. The balloon would not deflate completely, so it was not small enough to be removed from the olympus scope. The scope was removed from the patient and the wire cut at the top to pull the balloon all the way through the scope. The procedure was completed with this device. There has been no report of complications or injury to the patient due to this event. Post procedure, the patient's status is fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the device failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.